Event description:
It was reported that during a bdp procedure, on the fourth firing of the device, the first stroke was fine, but on the 2nd and 3rd strokes, the surgeon could feel the tissue going out of the jaw because the knife was pushing the tissue instead of cutting the tissue. The staples were malformed. Another device (which was used for the remainder of the procedure) was opened and fired as close as possible to the previous firing. The stomach was slightly smaller than he had originally wanted, but he was satisfied with the outcome. There was a 5 minute delay to the procedure. There was no adverse consequence to the patient and the patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bdp procedure, on the fourth firing of the device, the first stroke was fine, but on the 2nd and 3rd strokes, the surgeon could feel the tissue going out of the jaw because the knife was pushing the tissue instead of cutting the tissue. The staples were malformed. Another device (which was used for the remainder of the procedure) was opened and fired as close as possible to the previous firing. The stomach was slightly smaller than he had originally wanted, but he was satisfied with the outcome. There was a 5 minute delay to the procedure. There was no adverse consequence to the patient and the patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.